Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a left-side transfemoral carotid stenting procedure. Reportedly, when deploying, the footplate did not retract and made the access site slightly larger. The device appropriately captured both ends of the arteriotomy, however, it did not fully close and caused slight dilatation of the arteriotomy. This required application of manual pressure due to a small hematoma. Manual suturing repaired the slightly larger access site and achieved hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Subsequent to the initial MDR filed, it was determined this event is a duplicate of an incident that was previously reported under MFR # 2024168-2022-2022-00327-00. All event information is conserved in MFR# 2024168-2022-2022-00327-01.b5: describe event or problem device returning under MFR # 2024168-2022-2022-00327-01. Medical device problem code 2921 removed. Health effect - clinical code 4559, 1884 removed. Health effect - impact code 4641 removed.

Event description:
Subsequent to the initial MDR filed, it was determined this event is a duplicate of an incident that was previously reported under MFR # 2024168-2022-2022-00327-00. All event information is conserved in MFR# 2024168-2022-2022-00327-01.